Event description:
According to info received from the initial reporter, a pt with a bjork-shiley aortic graft valve with a radiopaque spherical disc died. Subsequent info received from the pt's physician stated that the pt had died in their sleep at home. The physician indicated that he received preliminary info that an autopsy showed that the pt's mechanical heart valve "was stuck open". The medical pathologist who performed the autopsy reported that, upon examination, it was noted that the valve had a fibrin clot. The pathologist also indicated that "after removing the clot, it still seemed not to function".